Event description:
The manufacturer has changed/improved the criteria for making MDR decisions regarding the nerve integrity monitoring (nim) system, per discussion with osb. A retrospective review found the following event: a customer returned a nim-response 2.0 mainframe, stating that it "doesn't indicate signal while operation... Booting is too late and sensitivity lower than normal item." Service and repair found an isolation inverter board failure, which has been known to affect the delivery of stimulus current. In the absence of an auditory or visual artifact, an isolation inverter board failure, which can go undetected, has the potential to cause a failure of stimulation to affect emg. No further information is available and there was no reported pt injury.

Manufacturer narrative:
When information suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no information to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without information to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis. The nim system is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. If the system fails to perform as intended, (effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. There are many non-device related issues that can cause the nim to indicate no stimulation occurred or no electrical response was received/detected from the muscle: use of paralytic anesthesia agents, tissue were too dry, the nerve was fatigued by overstimulation. In addition, safe stimulus levels are dependent upon various conditions including but not limited to: type of excitable tissue, charge per pulse, charge per unit area, waveform morphology, repetition rate and stimulator effective surface area. When such situations occur, the surgeon can also falsely misinterpret that a nerve is not present. The nim system has built in alarms and warnings to alert users of a system failure. At this time, we are unable to confirm whether the customer was aware of such alerts. This reported event has no reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.